Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that unsuitable electrical parameters were observed during left ventricular (lv) lead implant. The lead was re-anchored from its initial position two times and was ultimately implanted. No patient complications have been reported as a result of this event.